Manufacturer narrative:
A universal serial bus (usb) flash drive and a line interface 2 printed circuit board (pcb) were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during installation, the universal serial bus (usb) in a 980 ventilator generated a read/write error. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) replaced the line interface 2 printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.